Manufacturer narrative:
Product ID: 3889-28, lot#: va1h3rn, implanted: (B)(6) 2017, explanted: (B)(6) 2022, product type: other relevant device(s) are: product ID: 3889-28, serial/lot # (B)(4) ubd: 23-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the hcp removed the old lead and interstim, replaced with a new interstim ((B)(4)) and surescan MRI lead ((B)(4)) as patient said they had been denied MRI because of (B)(4) lead. The issue the patient had returning symptoms, and hcp felt the battery was at no of life and needed replaced. The hospital immediately took the implanted devices ((B)(4)), red bagged them and took them to pathology. I was told to contact or charge nurse at end of case. Which I did. She had me reach out to craig edwards with hospital admin. He informed the devices were going to a shari broughton with their pathology dept, and doing a grossing area: neither of us be what that was. I received an email with these instructions: ¿typically companies will forward a return kit and appropriate paperwork to have the device returned to them. I understand you will be working with the company to get this returned so if you could have them send a kit directly to my attention, we will handle sending the device to them.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1h3rn serial# implanted: (B)(6) 2017 explanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the battery was not confirmed totally dead. There was no concern from the doctor or patient, that the rep was aware of, other than the battery was getting to end of life and felt it needed to be replaced. No cause of returning symptoms was determined. The patient was seen by their doctor and staff and they made the determination to replace. The rep cannot speculate as to what caused the issue, as they do not see an issue, neither does the doctor. This was brought about from an independent party that was reviewing the doctors dictation notes. This was not an issue brought forth by the doctor or the patient, to the reps knowledge